Manufacturer narrative:
The customer reported that after receiving a red alarm, the alarm reset itself on its own. The allegation is fully consistent with normal function if reminder alarms that recur after an alarm has been acknowledged. The allegation is also consistent with normal alarm behavior if alarms are configured to be non-latched. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that after receiving a red alarm, the alarm reset itself on its own.